Manufacturer narrative:
The device date/lot code information wasn¿t provided. Multiple attempts were made to obtain additional information including identifying information on the rails, without success. It is unknown how long the plug buttons were missing from the assist bar prior to the alleged incident. Since the plug button is missing from the assist bar, it is not available to be returned. There is no malfunction of the bar itself, so it will not be returned for evaluation. The underlying cause of the plug button falling out of the bar is undetermined. This failure mode was previously investigated, and as a preventative action, the following statement was added to the assist bar installation user manual: "to avoid death, injury or damage due to improper maintenance or inspection. Always maintain and inspect equipment per the instructions in this manual. Contact a qualified technician or invacare if any of the following issues are present: loose or missing parts such as end caps, knobs, bolts, screws etc., should be secured or replaced. Sharp edges or surfaces should be corrected or replaced." A design change was made to these assist bars in october 2017. The plastic plug button was replaced with a permanent steel cover, which is brazed onto the tube ends and buffed to create a smooth edge. Based on the allegation this assist bar was manufactured prior to this change.

Event description:
The reporter stated the assist rail plugs on the ends of the rails were missing. Due to the missing end caps the user sustained a laceration and required 14 stitches.

Manufacturer narrative:
On (B)(6) 2024, additional information was received. The reporter stated the date/lot code from this set of rails was ft200311. They stated the caps didn't fall off rather they had a rough edge on them that caused the laceration to the user. They stated they removed the caps and wrapped the ends in fabric. They stated the rough/sharp edge was on one of the white caps on the bottom of the rails. They stated when they were investigating after the incident, and they rubbed their hand on it the rough/sharp edge fell off. They stated the white caps are plastic. The date code provided indicated these rails were manufactured march 11th, 2020, making them roughly 4 years old at the time of this issue. These rails were manufactured by flextronics. The manufacturing date of these rails and the allegation made are inconsistent with the design change made in (B)(6) 2017. However, the pictures don't show conclusive evidence that the end caps are plastic, nor does it show them removed from the rails as the reporter claimed they did following the incident. The reporter has also failed to return the bed rails as requested which has limited further investigation efforts. A review of complaint data for this rail model has found no other similar allegations for rails manufactured after the implementation of the design change. They were recommended to discontinue use of the bed rails.

Event description:
The reporter stated the assist rail plugs on the ends of the rails were missing. Due to the missing end caps the user sustained a laceration and required 14 stitches.